Event description:
In 2008, the sales representative reported that during surgery, the surgeon had implanted the plate, and the screws and the plate broke. The sales representative reported that the surgeon was finally tightening the top and bottom screws, skipping the center screw, which caused the plate to tepee. The surgeon then had to explant the plate and screws and implanted another plate with rescue screws.

Manufacturer narrative:
Eval is pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.